Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, severe abdominal pain, additional surgery, frequency of urination, nocturia, pain during intercourse, pelvic pain, reoccurrence of prolapse, stress urinary incontinence, dyspareunia, and urine leakage. No further information has been provided.